Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the pump was in the bathroom. The user's blood glucose (bg) level ranged from 281 mg/dl to not impacted. The user addressed bg level with a manual injection. There was a delay in clearing the alarms; however, insulin delivery was resumed. Reportedly, the user would continue to use the pump until replacement pump is received.